Event description:
Healthcare professional reported "hole" in tissue expander and device removal due to hematoma on an unknown side. It was reported that "when a lot of water was injected under pressure, water came out of two holes." The device was explanted and "two breakage locations were found." Patient had cancer and "took the oral anticoagulant drug" concomitantly. Reconstruction will be considered following cancer treatment. The events of hematoma and cancer are not device related. Hematoma attributed to the anticoagulant treatment.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified three curved openings. A microscopic analysis and leak test were performed which identified three curved openings. Based on the device analysis the final assessment is: three openings striated in the side radius/anterior assessed as surgical damage.

Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details cannot be requested. No additional information is available at this time. Reason for reoperation: hematoma and "hole" in tissue expander allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported "hole" in tissue expander and device removal due to hematoma on an unknown side. It was reported that "when a lot of water was injected under pressure, water came out of two holes." The device was explanted and "two breakage locations were found." Patient had cancer and "took the oral anticoagulant drug" concomitantly. Reconstruction will be considered following cancer treatment. The events of hematoma and cancer are not device related. Hematoma attributed to the anticoagulant treatment.